Event description:
A consumer reported via FDA (case # (B)(4)) that she had essure inserted on (B)(6) 2012. Sometime in 2013, she had the worst period of her life when she reportedly passed pregnancy tissue. After that, her symptoms worsened. She had lower back pain and right side body aches. She could feel pressure in her pelvic area and near her pubic bone; painful sex, copious amounts of vaginal discharge and uterine inflammation were also reported. Pain began travelling down her right leg. Essure was removed via laparoscopy on (B)(6) 2013 and it was reported that she had an adhesion to her liver that was starting to get infected. Her uterus was reportedly perforated by the coil on the right side. Two and a half months after essure removal, she reports being "on this road to recovery".

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.